Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc could not duplicate the reported phenomenon while using it as instructed, but when the video signal cable (sdi cable) was rounded with the output cord of the electric knife, the reported phenomenon recurred. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation, there was the possibility that the reported phenomenon was attributed to the failure of video processing due to the influence of high frequency noise caused by the electric knife of other company.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image went out several times during a respiratory surgery when the subject device was used in conjunction with an electric knife of other company. The user replaced the video system including the subject device with another one. There was no report of patient injury associated with the event.